Event description:
It was reported that the patient presented in hospital after passing out. The pulse generator exhibited four second pauses and no output. The device had reached elective replacement indicator. The patient had been lost to follow up. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found the device had reached normal battery depletion. Cause of code corruption leading to backup vvi is unknown.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.